Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the recorded basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the total daily dose of insulin basal totals were calculated to the basal history from (B)(6) 2015. The basal totals on the days reviewed added up correctly to the programmed amounts set by the user. The allegation against the pump indicated that the issue began on (B)(6) 2015, however the total daily dose history began on (B)(6) 2015, indicating that the pump was not in use at the time of the complaint. The black box data showed three pump not primed alarms that caused a 45 minute interruption of insulin delivery. The pump was exercised for 24 hours with no issues or alarms occuring. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.